Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device captured episodes of non-sustained right ventricular oversensing. The possible cause maybe myopotentials. The oversensing issue was resolved by reprogramming the device. The patient will be monitored normally.